Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating blank display, off no power without battery indicator, failed battery test, battery out limit, low battery alert and weak battery on the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that he changed the battery and the screen went blank with a filled circle. The customer does not have new aaa alkaline battery to test with the pump. The customer did not receive low battery alert prior to off no power alert. The insulin pump will not be returned for analysis.